Event description:
"Loss of drug effect, pump was not delivering accurately." The device was explanted and returned to the MFR for analysis. A follow-up report will be sent when additional information is received.